Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an nc euphora balloon for post-dilation. No unusual resistance was noted when the protective sheath was removed. Pre-dilatation was performed on the lesion. No difficulties or abnormalities were noted during the prep (including negative pressure application) and the device inspection. No resistance with the associated devices was noted during delivery of the relevant device. It was reported that on the first attempt of post-dilation, the contrast agent leaked through the area around the proximal balloon joint and dilation could not be performed. During attempted inflation the leak was observed from the beginning of the inflation and the balloon was a little inflated. The proximal balloon was fully folded. Pressure could not be applied at all due to the damaged balloon. The inflation device pressure gauge did not increase due to the leak. The procedure was continued using another device, and completed with no adverse effect on the patient.

Manufacturer narrative:
Product analysis: patency of the inner lumen was checked when a 0.015 inch mandrel was passed through the device, no resistance was noted and mandrel passed through to the tip. Negative prep was carried out on the device and did not detect a leak due to the residue in the inflation lumen. The device was placed in a water bath to disperse the residue present. On removal from the water bath negative prep was performed and a constant stream of air bubbles was seen entering the syringe, confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A short longitudinal tear was visible above the proximal inner shaft marker on the body of the balloon. The tear was jagged and uneven.